Event description:
The patient reportedly experienced a popping sound with and without device use. External equipment was exchanged and programming adjustments were made however the issue was not resolved. The patient's device was explanted.